Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -4.50/0.5/174 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was later exchanged for a same length/different model lens due to excessive vault. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -4.50/0.5/174 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was exchanged with a shorter length lens due to excessive vault in a second surgery on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown. Reportedly, due to customized lens and wait time. Patient refused to wait and asked to replace the astigmatism lens on same day of surgery."